Event description:
It was reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. A small piece of tissue was pulled from the patient when the device was removed from the patient. Some bleeding occurred but it was not serious and required no medical intervention. The patient recovered without sequela.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack). Field action - failure to detach.